Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument's cable was dislodged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the conductor wire was fully broken and stands out.